Event description:
Went to go switch out an anchor fast and upon inspection of the device it was noted that the piece that wraps around the ett did not have any adhesive. Device was not used and sequestered and placed in micu 10 supervisor¿s mailbox. Reference number from device 9799, lop# number 4j262. The number by the bar code was (B)(4).